Manufacturer narrative:
The sodium electrode lot number is evd15. The calibration and qc were passing prior to the event. Qc was recovering low after the event occurred. At the time of the event, the electrodes were past their onboard stability time. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 8000 ise 1800 module for ten patients. Patient 1's initial result was 131 mmol/l, and the repeat result on another analyzer was 139 mmol/l. The repeat result was deemed to be correct. Patient 2's initial result was 133 mmol/l, and the repeat result on another analyzer was 141 mmol/l. Patient 3's initial result was 132 mmol/l, and the repeat result on another analyzer was 138 mmol/l. Patient 4's initial result was 129 mmol/l, and the repeat result on another analyzer was 136 mmol/l. Patient 5's initial result was 132 mmol/l, and the repeat result on another analyzer was 140 mmol/l. Patient 6's initial result was 131 mmol/l, and the repeat result on another analyzer was 137 mmol/l. Patient 7's initial result was 129 mmol/l, and the repeat result on another analyzer was 137 mmol/l. Patient 8's initial result was 129 mmol/l, and the repeat result on another analyzer was 137 mmol/l. Patient 9's initial result was 133 mmol/l, and the repeat result on another analyzer was 141 mmol/l. Patient 10's initial result was 129 mmol/l, and the repeat result on another analyzer was 135 mmol/l. The customer repeated the samples after noticing the delta check flags in their laboratory information system.

Manufacturer narrative:
The electrode lot number was evd, with an expiration date of 19-apr-2026. Other lot numbers of evd15, era22, and evd65 were provided, but it was not specified whether these were additional sodium electrode lot numbers or lot numbers of other electrodes. The customer replaced the electrodes as part of troubleshooting. A field service engineer (fse) replaced the vacuum nozzle, the ion-selective electrode (ise) sipper, the sipper tubing, the dilution nozzle, and the pinch valve tubing. The fse also replaced the standard and diluent reagents, primed the system, conditioned the electrodes, and performed ise checks, a precision check, and calibration. All of the performed checks were successful. The customer confirmed that all of the qcs were within the laboratory's specifications. The investigation is ongoing.